Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2012 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent durasphere injections, 5 syringes on (B)(6) 2013 by dr. (B)(6) due to persistent mild incontinence after sling urethroscopy.

Event description:
Details: it was reported that the patient underwent durasphere injections, 5 syringes on (B)(6) 2013 by dr. (B)(6) due to persistent mild incontinence after sling urethroscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, dyspareunia. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.